Event description:
The customer tested her blood glucose using her contour meter and received a reading of 30 mg/dl. She retested using another meter and received a reading of 140 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer used the last of the test strips that gave the low reading, so no product will be returned. A new contour meter was sent to the customer.